Event description:
The customer reported that he quit his insulin pump and is on manual injection. The customer's blood glucose level was unknown mg/gl. The customer was reporting for dissatisfaction and documentation. The customer felt like he was maintained his blood glucose better on manual injections that he was in the insulin pump. The customer stated that due to the expense of changing everything out so often he stopped using the insulin pump therapy. The customer was advised in the event he does go back on the insulin pump, he can report any adverse events to the food drug administration event reporting program.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.